Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event is approximate since the data was collected from october 2015 to july 2019. Deaths captured in the study are reported under manufacturer's report # 2916596-2020-03865. Author: s lim et al. Journal of heart and lung transplantation, volume: 39, issue: 4, pages: s48. Doi: 10.1016/j.healun.2020.01.1222. University hospital birmingham nhs foundation trust, birmingham, united kingdom. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿discontinuation of aspirin in heartmate 3: long-term outcomes¿ identifying that the heartmate 3 may be related with death. This study evaluated the long-term outcome of aspirin discontinuation in hm3 patients. This was a single center study of consecutive patients with hm3 from october 2015 to july 2019 and 90 patients were included. There were 6 gastrointestinal bleeding episodes in 3 patients on warfarin monotherapy (0.09 events per patient year) but no fatal bleeding. Device was implanted at time of event.